Manufacturer narrative:
This report is being filed under exemption (B)(4) for a 2 year retrospective review of reported events involving lead dislodgments; date range (B)(6) 2008 and (B)(6) 2010. This medwatch report represents 10 events. This event occurred outside the us. All info provided is included in this report. If additional relevant info is received, a supplemental report will be submitted. Pt info is not generally available due to confidentiality concerns.

Event description:
It was reported that the pt lifted something heavy and is now feeling pain in his arm and chest. He was unsure whether or not a lead had dislodged. The pt was to follow-up with the physician. No further pt complications have been reported as a result of this event.